Event description:
Pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a tplif transforaminal posterior lumbar interbody fusion) spacer at levels l4 and l5 size with pedicle screws at l4 and l5. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 12 months. Surgery date was (B)(6) 2006 and postoperatively pt experienced csf leak, requiring intraoperative repair at time of initial procedure. This is 1 of 14 reports for this event. This complaint is for the curved rod.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding...no sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.